Event description:
The patient reported that in (B)(6) 2015, they did treatments at the va for their arm and hand pain, where there were 4 electrodes that delivered electric impulses. The patient mentioned that each time they went back for the procedure, the electrical impulses got stronger and stronger. The patient noted that they showed a healthcare provider their device ID card, but they didn't even look at it. They didn't shut the patient's implantable neurostimulator (ins) off for the treatments. The patient noted that the treatment was agony and torture, and that they eventually stopped it because the pain got to be unbearable. The patient stated that after those treatments, their ins started acting goofy where the stimulation would fluctuate; sometimes it would be strong and other times it was weak. They shut their ins off for 2 days, and then had an awful time adjusting it once they turned it back on. They patient further reported that their stimulation only fluctuated following those treatments, but now it I functioning normally. The patient requested guidelines for the treatments they had. The patient was implanted for non-malignant pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.